Event description:
Per the clinic, the patient experienced redness at the magnet site and feedback issue with the device. Subsequently, the device was explanted under general anaesthesia on (B)(6) 2026 and the patient was reimplanted with another cochlear device at a new site during the same surgery.